Event description:
A distributor reported the distal end of the product should have a central opening.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No info was provided regarding the usage of this device on a pt. A peel-packed sample was received for eval. Visual inspection of the received sample against the relevant production drawing was performed. The product met the specification. Device history files were also checked. The results of the review showed that all relevant tests performed during mfg process and final product release had been fulfilled and met the requirements. No internal nonconformity has been registered during packaging processes. No earlier complaint has been registered on the batch in question. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on 12/03/2013.